Event description:
It was reported that the procedure was treating a heavily tortuous, moderately calcified, de novo lesion in the distal left anterior descending coronary artery. The 4.0x38mm xience xpedition stent was deployed in the lesion; however, the stent was under deployed due to the heavy tortuosity. Because the stent was under deployed, when removing the stent delivery system (sds), the stent became stuck on the sds. The sds and stent were removed from the anatomy and the stent struts were found to be flared. Another xience xpedition was used to complete the procedure. After use, the stent struts were further damaged due to intentional manipulation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The difficulty deploying the stent and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.